Event description:
It was reported that biomed would like to report an incident from a few days ago using arctic sun device, patient had 105f fever and was placed on target temperature management (ttm). Patient developed frostbite on the right thigh. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿ 8.1.2 materials that are contacting the patient¿s intact skin are not biocompatible¿. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.